Event description:
Customer claims that the alarm has no power. The battery connectors have signs of corrosion. Customer did not know when the product problem was discovered. There was no patient incident or injury reported. Evaluation for the returned product shows that the battery contacts have corrosion.

Manufacturer narrative:
(B)(4) - battery connectors corrosion. Evaluation: results: evaluation for the returned product shows when tested the alarm does not power on. The battery contacts have corrosion. The unit battery door is missing. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause leakage resulting in corrosion to the alarm unit. (B)(4).